Event description:
It was reported that the patient had the malleable penile prosthesis replaced as the patient had difficulty maintaining an erection with the malleable device. The physician indicated it appeared to be an older spectra device. No patient complications were reported.